Event description:
The physician assist (pa) was beginning the endoscopic process for harvesting the saphenous vein graft. He had made his incision and had place the blunt trocar port (btt port) insufflation port in the medial portion of the leg. He was attempting to inflate the balloon cuff on the bbt when he heard a pop sound. He only inflated with 5cc of air when it popped. He usually inflates to 20cc. The recommendation of the maquet is a max. Inflation of 25cc. The pa had the team open up another device. The rep. Will send the device back to company for the engineers to take a look.